Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint ,and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The small grasping retractor instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed the clevis. A site history was performed, and no related complaints were found. A review of system logs showed that the small grasping retractor was last used on (B)(6) 2020 on system # sk3012, and it had 3 lives remaining. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the small grasping retractor instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, there was a broken/frayed cable on the hinged area of the tip of the small grasping retractor instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that she cannot provide any patient related information from the last instrument usage due to hipaa laws.